Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged 2 months post implant. Lead revision procedure was performed to replace the lead. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
A new left ventricular (lv) lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, the stylet insertion test failed due to dried blood/body fluid found in the lumen (tip area). Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.